Event description:
The customer reported that she could not read the screen of her insulin pump, after it was dropped. The customer's blood glucose was 360 mg/dl and she was trying to treat a bolus but the insulin pump was buzzing and there may have been a no delivery alarm that she could not read. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.